Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Full description: as reported to coloplast though not verified, legal representative stated severe and debilitating pain, vaginal bleeding, vaginal odor, urinary incontinence, dyspareunia, mesh erosion, serious bodily injured and harm, exposure/extrusion/protrusion, infections, bladder problems and bowel problems. Restorelle y known. No item or lot #.